Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 70 mm diameter fusiform abdominal aortic aneurysm approximately 44 months ago. The aortic neck was 21-22 mm in diameter proximally and 17 mm in length. The infra-renal aortic neck angle was 41 degrees. The distal aorta was 42 mm in diameter. The right iliac artery was 16 mm in diameter and the left iliac artery was 19 mm in diameter. The femoral arteries were 8 mm in diameter bilaterally. The iliac arteries were mildly tortuous bilaterally with 10% stenosis in the right iliac and 85% stenosis in the left iliac. The circumferential aortic mural thrombus/calcification at the proximal neck was 5%. A left iliac artery angioplasty was also performed at the time of implant. It was reported that the patient was hospitalized approximately three years post implant with symptoms of claudication. The stent graft and the left iliac artery were found to be occluded. A fem-fem bypass was performed and the event resolved. The investigator assessed this event to be device related and procedure related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: arterial occlusion, stent graft occlusion. Tortuous and stenosed iliac arteries. Conclusion: tortuous and stenosed iliac arteries.

Event description:
Films were received and their evaluation was completed. Post-implant cta's were reviewed. The ipsilateral limb and extension were found placed into the right common iliac; the ipsilateral limbs were patent. The contralateral limb was completely occluded beginning near the bifurcate flow divider. The maximum aaa diameter measured 5cm. The contralateral limb did not appear kinked or compressed along any portion of its length. The distal aortic diameter measured 3cm; the contra limb ID was 12 - 13mm at this location. At the origin of the left common iliac the stent graft ID measured 24mm. The origin of the left external iliac was small (5-6mm in diameter) and the external was severely calcified along the entire length. Post-implant cta's several months after the fem-fem procedure was also reviewed. The ipsilateral limbs were patent; however, the left/contralateral limbs remained occluded. Distal to the fem-fem graft the flow resumed down the left leg. The maximum aaa diameter measured 5cm. The cause of the contralateral limb occlusion could not be determined; however, it is likely that the small diameter and severely calcified left external iliac contributed. It is also possible that the transition area where the 13mm distal contralateral limb and the 24mm limb extension overlapped, located near the distal aorta, may have also contributed to the occlusion due to a possible reduction in stent graft ID due to oversizing.

Manufacturer narrative:
Method: (films). Results: patient's condition affected effectiveness of device (small diameter and severely calcified left external iliac); incorrect technique/procedure (13mm distal contralateral limb and the 24mm limb extension overlapped, located near the distal aorta, may have also contributed to the occlusion due to a possible reduction in stent graft ID due to oversizing). Conclusion: device failure/lack of effectiveness related to patient condition (small diameter and severely calcified left external iliac); operational context contributed to event (13mm distal contralateral limb and the 24mm limb extension overlapped, located near the distal aorta, may have also contributed to the occlusion due to a possible reduction in stent graft ID due to oversizing).